Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.